Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead were fractured. The ra and rv lead were explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2020-17034.